Event description:
Allergan received a report of paradoxical hyperplasia. The patient was treated with coolsculpting on (B)(6) 2020 to the upper abdomen with two cycles of cooladvantage and on (B)(6) 2021 to the lower abdomen with two cycles of cooladvantage plus. The patient has been diagnosed with abdominal fat deposit to the periumbilical area. The abdominal fat deposit is protruding around the umbilicus, soft and non-tender.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of paradoxical hyperplasia. The patient was treated with coolsculpting on (B)(6) 2020 to the upper abdomen with two cycles of cooladvantage and on (B)(6) 2021 to the lower abdomen with two cycles of cooladvantage plus. The patient has been diagnosed with abdominal fat deposit to the periumbilical area. The abdominal fat deposit is protruding around the umbilicus, soft and non tender.